Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed. A trend review will be conducted.  If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The same day as the peritonitis diagnosis, the patient was treated with intraperitoneal (ip) fortaz 1500 mg, for 4 weeks (frequency not reported). The cause of the peritonitis was a breach in aseptic technique further described as the patient made a mistake, touch contamination and did not clean the area before starting pd therapy. The patient ¿disconnected the transfer set and pulled minicap off¿ creating a breach in aseptic technique. The same day the patient was retrained in aseptic technique. It was reported the patient was not hospitalized for the event. At the time of this report the peritonitis event was ongoing and improved. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.